Event description:
Event reported by attorney. Legal complaint states the following; plaintiff had t-sling implanted on (B)(6) 2007. Plaintiff received obstructing urethral sling surgery. Incontinence led to implantation of pelvic mesh. Pelvic mesh was removed on (B)(6) 2010 due to pain, voiding problems, infections; dyspareunia, spasms, incontinence and mesh fell down into vagina and was very sharp. Plaintiff claims to have bodily injuries due to mesh.